Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that she was getting a message on her one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on approx three days earlier, in the morning. She also reported feeling real tired and shaky and mentioned that these symptoms began after the reported issue started. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient was walked through resolving the issue. It was also discovered that the patient was using expired test strip (use error). This complaint is being reported because the patient experienced being tired and shaky after the alleged issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.